Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) delivered two inappropriate shocks on two different episodes. The technical services (ts) recommended to reprogram the device, and the crt-d was successfully reprogrammed. This crt-d remains in service. No adverse patient effects were reported.